Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 3:22 pm on (B)(6) 2017 fentanyl 5000mcg/250ml was programmed with 50ml/hr for the rate, which made the dose 1000mcg/hr. The user then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 250mcg/hr. Proceed?¿ and the infusion was started. At 3:58 pm, approximately 36 minutes later, the user changed the rate to 5ml/hr, which made the dose the intended 100mcg/hr. The volume recorded as being infused during this period was 28.937ml. The root cause of the overinfusion was identified as a user programming error. Devices not received, log review only.

Event description:
The customer reported that fentanyl 5000mcg/250ml was ordered for "50 mcg/hr with a dose of 100 mcg/hr" however after approximately 35 minutes the pump was checked and it was discovered that the dose setting was at 1000 mcg/hr. The dose was immediately changed to the corrected dose of 100 mcg/hr. The patient was intubated at the time and there is no report of patient harm. It was reported that the patient received 48ml of the fentanyl.